Event description:
Per the clinic, the patient was seen in the or on (B)(6), 2012, to exchange the abutment for a longer model. The reason for the exchange was not reported. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.